Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issue was found. A field service engineer (fse) went on site, using the test software, fse tested all of the drawers and was unable to find any issues. No doctors on site were able to replicate the problem. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer was locked. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.